Event description:
A report was received that the patient was experiencing difficulty charging her ipg due to ipg being too deep. The patient underwent a pocket revision and was doing well following the procedure.